Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the shaft bent and it was unable to cross the lesion. The target vessel was the obtuse marginal artery. The lesion was pre-dilated with a mr maverick2 balloon. A taxus express2 3.5x16 mm drug eluting stent was then inserted; the shaft bent while attempting to cross the lesion. The procedure was completed using a taxus express2 3.5 x 8 mm stent and a taxus express2 3.5 x 16 mm stent. There were no reported pt complications.